Event description:
Pt was returned to surgery after 10 days for removal of foreign body in surgery site. The object was determined to be the splash guard from the surgilav device used in the initial surgery. The splash guard had separated from the tip and was lodged in the wound. The splash shield was trimmed down during surgery by o.r. Staff.